Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory. Upon receipt, no communication could be established with the device. The failure, however, was lost during testing, and the device was able to communicate normally during subsequent tests. The cause of the field event could not be determined.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while still in the box, the device could not be interrogated. The device was not used.